Event description:
It was reported that during preparation for the procedure, it was found that the energy output was low from the console. The procedure was then cancelled. It was noted that the patient had been sedated with general anesthesia, however there were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
D3. Manufacturer email: (B)(4). The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse found that the machine reported an energy error. Testing found that the high voltage 800v was abnormal. The balance resistor was re-tightened and then the error no longer occurred. The fse also found that the low-voltage power supply output was unstable which caused the console to shutdown frequently. The low-voltage power supply was replaced. The console was then working normally. Based on the information available, it is likely that the loose balance resistor led to the reported event.

Manufacturer narrative:
D3. Manufacturer email: moshe.barenboym@bsci.com.

Event description:
It was reported that during preparation for the procedure, it was found that the energy output was low from the console. The procedure was then cancelled. It was noted that the patient had been sedated with general anesthesia, however there were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.